Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2f5nl); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins is "broke and had not been used in years." The caller wasn't with the patient at the time of the call and couldn't clarify further. They were planning to follow-up with the patient to get more details and then call back. The caller called back and said the patient did not have their controller and had a fall a year ago. The patient stopped using the stimulation a year ago or so because the stimulation, when turned on, was causing pain. The caller said they noticed the pain after the fall, but only when the stimulation was turned on. The caller said the leads may not be in the correct place now. Technical services discussed MRI guidelines and redirected to hcp for further assistance.